Event description:
The device displayed a b30 scope communication error code. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, corrections to fields b5 and g2, as well as updates to fields d8, d9, d10, e2, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the b30 scope communication error could not be determined. However, olympus presumed that due to failure of the output socket, a communication abnormality with the endoscope occurred, and thus the b30 error code was displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed error code b30. There were no reports of patient harm.